Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was replaced for better coverage. Device malfunction was not suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Event description:
A report was received that the patient will undergo a lead revision for an unknown reason.

Event description:
A report was received that the patient, who had a fall, experienced that the ipg was not charging. The patient will undergo a revision procedure.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2013.